Manufacturer narrative:
Other, other text: the device was returned to the regional facility; however, the device was shipped back to the customer per the customer's request. No analysis will be performed on this device. If the device is received for evaluation at a later date or new information is obtained, a follow up report will be submitted. E1. The customers zip code exceeds the report character limit. The customer zip code is: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 other text: device returned to customer.

Event description:
The customer reported measurements are intermittent and a loose connection. There was no patient impact or consequence reported.